Manufacturer narrative:
H6: investigation summary bd received a retracted 22 gauge insyte autoguard blood control pro unit from an unknown lot for evaluation. Additionally, three photos of the reported issue were available for investigation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the received samples or provided photos. Our quality engineer visually inspected the returned unit and observed no visible damage or deformities. Next, the unit was reset to its original manufacturing position and tested for functional retraction. The unit retracted successfully with no delays or resistance felt. Finally, the engineer inspected each component and no damage or defects were identified, no adhesive was found, and no deformation to the catheter was identified. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter could not move the catheter/needle properly, and saw the catheter only separated also attempted to retract the needle but the button did not work. The following information was provided by the initial reporter, translated from japanese to english: upon operation check, the hcp could not move the catheter/needle properly, and saw the catheter only separated. The hcp then attempted to retract the needle but the button did not work.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter could not move the catheter/needle properly, and saw the catheter only separated also attempted to retract the needle but the button did not work. The following information was provided by the initial reporter, translated from japanese to english: upon operation check, the hcp could not move the catheter/needle properly, and saw the catheter only separated. The hcp then attempted to retract the needle but the button did not work.